Manufacturer narrative:
D10: concomitants: 4370283 142-32-03 - cocr fem head 32mm +3.5 offset 12/14. 4349649 164-13-10 - novation element ro s/o col sz 10. 4210770 186-01-50 - integrip cc, cluster 50mm, g1. Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2016. Approximately 6 years and 10 months after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: polyethylene failure. The anterior psuedocapsule was excised, significant synovitis especially superiorly, this is all removed. Drill was then used to the place a drill hole on the polyethylene and 4.5 mm screw was then used to remove the polyethylene. The screw holes had a little bit of synovium in the cup, but there were no evidence of cysts and the cup was stable.

Manufacturer narrative:
H10. Updated/additional information ¿g1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.